Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the blade broke inside the patient, the blade was fully extracted from patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: broken. Probable root cause: "inadequate window profile. Inadequate welding process (i.e. Plasma, inductive, gluing). Improper material strength. Inadequate size selected for the application. Material brittleness . Excessive force applied by the user. Incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the blade broke inside the patient, the blade was fully extracted from patient.